Event description:
Material# 383536 batch# 3014244. It was reported by customer that registered nurse called to report that when the nurses started IV it is fine until the patient gets down to get the cat scan, techs test the IV site and when the power injector is hooked up, it leaks out of the other part. Has occurred twice in the last month. Leaked out of rubber catheter and got all over patient and had to terminate study. Verbatim: rcc received a complaint via phone. Pir attached. (B)(6). Material# 383536 lot# 3014244. Registered nurse called to report that when the nurses started IV it is fine until the patient gets down to get the cat scan, techs test the IV site and when the power injector is hooked up, it leaks out of the other part. Has occurred twice in the last month. Leaked out of rubber catheter and got all over patient and had to terminate study. Want to make sure it's rated for cat scan injectors.

Manufacturer narrative:
Current control there is a 2 hourly in-process visual inspection for missing components for septum and 4 hourly outgoing inspection in place to check for catheter air-water leak test. Due to no samples and photos were returned for investigation, root cause could not be determined. Complain will be reopened and investigated if sample is received. H3 other text : see h10 manufacture narrative.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: registered nurse called to report that when the nurses started IV it is fine until the patient gets down to get the cat scan, techs test the IV site and when the power injector is hooked up, it leaks out of the other part. Has occurred twice in the last month. Leaked out of rubber catheter and got all over patient and had to terminate study. Want to make sure it's rated for cat scan injectors.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.